Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's system board, proportional valve and 3-way solenoid were replaced, and blower was recalibrated to address the issue. A trilogy evo machine flow sensor was returned to the philips product investigation lab (pil) with the allegation of an e-384 in the event log and failing testing at service. Pil visually inspected the trilogy evo machine flow sensor for visual defects and found contamination inside the flow sensor. Pil then installed the flow sensor on the trilogy evo test bed and ran therapy for approximately 45 minutes without issue, e-384 did not reoccur. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and failed testing. Pil concluded that contamination in the flow sensor caused the e-384 in the event log and the test failure at service. A trilogy evo solenoid valve was returned to the philips product investigation lab (pil) with the allegation of failing testing at service. Pil installed the solenoid valve on the trilogy evo test bed and ran therapy for approximately 1 hour and the solenoid valve operates as expected. Pil then tested the solenoid valve on the pil trilogy evo multifunctional test station for active exhalation control module (aecm) verification and aecm solenoid current verification at pretest and aecm verification at post-test and passed all testing. Pil concluded that the solenoid valve operates as designed. A trilogy evo system board was returned to the philips product investigation lab (pil) with the allegation of an e-86 and e-384 in the event log. Pil installed the trilogy evo system board on the trilogy evo test bed and ran therapy for approximately 1 hour and the system board operates as expected, neither e-86 nor e-384 reoccurred. Pil concluded that the system board operates as designed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's system board, proportional valve and 3-way solenoid were replaced and blower was recalibrated to address the issue.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.